Manufacturer narrative:
Additional information: d9, h3, h6 , h10 h10: the device was received for evaluation. Functional air leak testing was performed (pressure 2 bar) and a leak was observed at the level of the multi connector - y connector due to a hole in the access tubing. The line of the set was provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line connector of a prismaflex m150 set. This occurred prior to use for continuous renal replacement therapy in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.